Event description:
The patient was transported to interventional radiology. The nurse in interventional radiology thought there was something wrong with the et tube and called for the respiratory therapist. The respiratory therapist determined the inner cannula separated from the flange and slipped down into the trachea. The pulmonologist removed the inner cannula with out incident and reinserted a new et tube.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 316 mg/dl, 165 mg/dl, 235 mg/dl, 80 mg/dl, 178 mg/dl, 211 mg/dl and 232 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 0921137 were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory.